Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that dissection, thrombosis, and death occurred. A percutaneous coronary intervention (pci) of the left anterior descending artery (lad) was performed. Heparin was used to anti-coagulate the patient. A 3.00 x 38 synergy stent was placed in the mid lad. Following the placement of the first stent, a 2.50 x 24 synergy stent was placed distally, but overlapping the first stent. A 3.50 x 16 synergy stent was then placed proximally and overlapping the first stent. Prior to the first stent placement, there was a fairly large dissection of the mid-lad. It was noted that this was assessed to have occurred during lesion preparation. It was further noted that there was a large diagonal branch in mid-lad which kept closing off, and there likely was a thrombus forming during the procedure. The patient became unstable as the procedure went on, compressions were started, but the patient died.